Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed no delivery multiple times due to the cannula being bent. The customer has had issues with inserting the infusion sets because of scar tissue from manual injections. Blood glucose value was 370 mg/dl. Customer was advised that training was arranged to assist with issue and to call back if problem persists.